Event description:
Healthcare professional reported rupture of the right device. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture of the right device. Device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken device on radius side assessed as surgical impact opening. (Shell thickness was within specification). Additional observations: observed opening striated on radius side assessed as surgical damage. Stress marks. Observed two openings striated on posterior side assessed as surgical damage. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.